Manufacturer narrative:
Final analysis found an insulation abrasion exposing the outer coil at 11.0 cm to 11.5 cm from the connector pin. Abrasions are consistent with constant friction with another device. The most likely caused the reported complaint of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for follow up, during testing the right ventricular lead exhibited noise resulting in pacing inhibition. The patient is dependent, during revision the physician decided to explant and replace the lead. The patient's condition was stable and well post procedure.